Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was random surging of stimulation. Surges occurred regardless of position and last approximately 15 seconds to 1 minute. Patient also reported inadequate pain relief. There were no known environmental/external/patient factors. Impedances were checked 6/20/2019 and were all normal. Also, it was noted that cycling is off and adaptive stim is activated. Reprogramming was performed to try to gain better coverage. High frequencies are being used. Checked impedances and cycling mode. Impedances normal; cycling is off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) and patient indicated that they have had ineffective therapy and a return of symptoms. It was noted that this began approximately 8 weeks ago. The rep mentioned that the patient received several reprogramming sessions using both low-density and high-density settings with no success. Impedance checks showed normal connections. It was mentioned that the patient is currently being worked up for a possible pump implanted. The issue was not resolved at the time of the report. No further complications were reported or anticipated.